Event description:
The customer reported that while performing routine maintenance on his olympus visera 4k uhd camera control unit, e116 & e118 error codes appeared about five minutes after connecting the scope. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there were no physical abnormalities with the subject device. Furthermore, the reported error codes could not be reproduced during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following procedures were performed combined with camera head asset but did not reproduce the reported phenomenon. Repeated power on/off. Continuous operation for a long time. Scope extraction confirm. Olympus will continue to monitor field performance for this device.